Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was dislodged by the cardiologist when the patient was undergoing surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.